Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument grips exhibit an offset of approximately .015 inches at the tips when closed. The yaw pulley was found broken and conductor wire is broken and detached from the connection at the grip. The yaw pulley is missing a .160 inch by .060 inch piece opposite the conductor break allowing the grip to move within the pulley and have a larger range of motion in yaw. Per the case notes, the instrument fragment was retrieved from the patient.

Event description:
It was reported that during a da vinci s hysterectomy procedure a piece of the pk dissecting forceps instrument fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.